Event description:
It was reported that ""Pump is cracked. The cartridge port corner is broken", "Cartridges don't always click in place properly". Customer declined follow up from Tandem Technical Support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.